Event description:
It was reported that the device was used during a right video assisted thoracic procedure. On the first firing, white cartridge, over the pulmonary vein, it only cut and did not staple. The patient went into renal failure and the procedure was converted to open. The patient did require blood or blood products, however, the quantity is unknown. The patient also had an extended hospital stay for two weeks. One device is being returned; however, the cartridge was discarded. Ees associates met with the surgeon and assisting surgeon to discuss event. The assisting surgeon was firing the device. The case was a vats lobectomy, the device was fired across the pulmonary vein and did not staple. Massive bleeding occurred, one liter of blood loss occurred. The patient was opened and suture was utilized to repair the pulmonary vein. Patient went into renal failure and required an additional 2 week stay at the hospital. Assisting surgeon also indicated he saw the device "move" upon firing. Ees associate demonstrated a long load of the device and both surgeons felt confident that is what occurred in this case. Inservice has been performed at the account. The patient is currently doing well.

Manufacturer narrative:
Evaluation summary: the analysis results found that the ats45 device was received in good visual condition and with a reload in the device. The reload was received partially fired and with the reload lock out tab spring. In addition the reload pan was noted to be dislodged and with damage on the pan surface. The damage to the pan is consistent with an improper loading technique, when the reload is loaded improperly or long loading (holding features of the reload are not snapped on the channel windows). At the moment of the firing, the reload will be ejected forward and some staples will be deployed and malformed because of incorrect alignment. It cannot be determined if the reload returned was utilized in the case as the event indicates that the reloads were discarded. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.